Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use in the 90% stenosed, moderately tortuous and moderately calcified coronary artery. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm within 20 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post procedure.